Manufacturer narrative:
Correction: h.10 a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of an allergic reaction, characterized by dyspnea and chest pressure, which required medicinal intervention during an observational (< 24 hours) admission. Per the pdrn, the serious adverse events were attributed to the patient experiencing an allergic reaction to a post-surgical unknown oral medication prescribed by the cardiologist. Additionally, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] experienced breathing issues and chest pressure during ccpd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of dyspnea and chest pressure. The patient recently underwent outpatient cardiac angioplasty on (B)(6) 2024 and experienced a reaction to one of the post-surgical oral medications (drug, dose, frequency not provided) prescribed by the cardiologist. The pdrn stated the patient was successfully treated with intravenous (IV) medication (drug, dose, frequency not provided) to counteract the reaction (specifics not provided) and was released several hours later. The pdrn stated the medication provided to the patient relieved both the chest pressure and dyspnea. Also, the unknown medication which caused the dyspnea and chest pressure was discontinued and the patient has recovered. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] experienced breathing issues and chest pressure during ccpd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on 27/mar/2024 with complaints of dyspnea and chest pressure. The patient recently underwent outpatient cardiac angioplasty on 25/mar/2024 and experienced a reaction to one of the post-surgical oral medications (drug, dose, frequency not provided) prescribed by the cardiologist. The pdrn stated the patient was successfully treated with intravenous (IV) medication (drug, dose, frequency not provided) to counteract the reaction (specifics not provided) and was released several hours later. The pdrn stated the medication provided to the patient relieved both the chest pressure and dyspnea. Also, the unknown medication which caused the dyspnea and chest pressure was discontinued and the patient has recovered. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.